Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced high blood glucose during an illness lasting several days, with a reported glucose of 302 mg/dl, and requested guidance to avoid interfering with the pump algorithm. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.